Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2806 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2806 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of viral gastroenteritis in (B)(6) 2019, irregular periods, pelvic pain female, abdominal pain, abnormal uterine bleeding, right lower quadrant pain, cervical cancer, mitral valve prolapse, leg pain, back pain, abdominal pain, dizziness, fatigue, shoulder pain, blurry vision, nulliparous and nulli gravida. Previously administered products included: mirena for contraception. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2804 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2017: bilateral presence of essure devices in expected location. Pelvic ultrasound (B)(6) 2016 [pathology test] on (B)(6) 2019: specimens: a uterus, endometrial curetting¿s b fallopian tube, left, left fallopian tube with essure tubes c fallopian tube, right, right fallopian tube with essure tube final diagnosis: a. Endometrium, enodmetrial currettings, curettage: polypoid fragments of inactive pattern endometrium background, benign fragments of endocervical and squamous epithelium negative for hyperplasia, atypia or malignancy b. Fallopian tube, left, salpingectomy: complete cross-section of fallopian tube without diagnostic abnormality silver metallic coil, consistent with essure device benign paratubal cyst c. Fallopian tube, right, salpingectomy: complete cross-section of fallopian tube without diagnostic abnormality silver metallic coil, consistent with essure device gross description: fallopian tube, left, left fallopian tube with essure tubes". The specimen consists of a disrupted fimbriated fallopian tube with silver metallic coiled foreign bodies grossly consistent with an essure coil; tubular segments 2.2-3.2 cm in length and 0.6 cm in diameter portion of fallopian tube and fimbria. The coils range from 2.2-9.1 cm long ranging from 0.1-0.3 cm in diameter; c. Fallopian tube, right, right fallopian tube with essure tube. The specimen consists of a 5.3 cm in length and 0.6 cm in diameter portion of fallopian tube and fimbria and a 17.2 cm long x less than 0.1 cm in diameter silver metallic coil foreign body grossly consistent with an essure coil. [Pregnancy test urine] on (B)(6) 2012: negative; the most recent follow-up information incorporated above includes data received on: 29-sep-2023: medical record receive. Surgical pathology report added. Lab data, medical history & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.